Event description:
IV cap on the deltaven safety catheter of pur(polyurethane) with closed 20 gram peripheral pivperipheral. Intravenous catheter was located on left hand came off. Patient found in large puddle of blood covering abdomen ~ 12 x 10" in diameter and soaked through blanket, flat sheet. An 8x8" blood spot was also seen on the chux. Staff member reported this is the third event during this shift. Pt: 1888. Device: 2907, 1250. Ref: mw5188022, mw5188024.

Manufacturer narrative:
We received this medwatch report on 27/05/2026 through our us agent regarding the detachment of the cap from a 20g closed-system catheter manufactured by delta med spa (annex a). Neither the lot number nor the device involved were provided. Therefore, in the absence of these references, it is impossible for us to perform further investigations on either the batch record or the sterile retained samples stored at delta med's warehouse. We can only make some considerations based on the information reported in our instructions for use, which state the following (annex b) regarding the preliminary operations to be performed before venipuncture: 4. Check to ensure all connections are secured and that the clamp is in the open position following venipuncture, the instructions for use state: 15. Secure and apply IV dressing per institutional policy ensuring the catheter septum is covered to prevent access. 16. Close the clamp. 17. Remove the 2-piece vent plug & cap from the extension tubing. To aid grip, consider removing the white cap from the vent plug first. 18. Apply a primed needle-free connector, or sterile end cap, or connect directly to the desired infusion. 19. Open the clamp on the extension tubing to administer fluid or medication. Upon removal of the vent fitting, it is the responsibility of the operator to re-apply the cap and verify that it is properly secured. In the case of a device equipped with two access ports, the integrity of the line not fitted with the vent plug must be verified as described in step 4 above. Furthermore, the following warning is reported in the IFU: use only luer-lock connectors and caps (iso 80369-7). Failure to use compliant connectors may result in connections that do not maintain an adequate seal or that do not properly connect to the catheter. Conclusion based on the information available, no definitive conclusion can be drawn regarding the root cause of the reported event, as neither the device involved nor the lot number were made available for investigation. The instructions for use clearly describe the checks to be performed before and after venipuncture, including verification that all connections are properly secured and the use of compliant luer-lock connectors and caps. The correct reapplication and verification of the cap following removal of the vent fitting are also operator responsibilities. Consequently, in the absence of the device and additional supporting information, delta med is unable to identify any manufacturing, packaging, or quality-related issue associated with the reported event. Nevertheless, delta med will continue to monitor these events and any future similar complaints in order to identify potential trends requiring further investigation.